Manufacturer narrative:
Investigation conclusion: a review of the dhrs found that the lots met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported conflicting sars results for 1 patient. It is unknown if the patient was symptomatic. The customer communicated that the patient tested negative for flu and sars on the sofia flu+sars fia and positive for flu (specific analyte unknown) on the sofia flu fia. No additional confirmatory testing had been completed.